Event description:
It was reported that charging of the implantable neurostimulator (ins) was difficult. There were only blank boxes, and sometimes two boxes could be seen in the efficiency display. It was stated that "maybe the ins will be implanted closer to the skin". It was later reported that the ins was flipped. The neurosurgeon "flipped it in the right position" and then recharging was easy. It was stated that the patient was "ok".

Manufacturer narrative:
(B)(4).